Event description:
Pump reservoir volume discrepancy at the last two refills.on 02-07-06 expected: 10cc and actual: 25cc. Today, expected: 5cc and actual 30cc. Patient is experiencing increased pain. The paient is recieving bupivacine 30mg/ml at 21mg/day and fentanyl 150ug/ml at 105ug/day. A roller study showed the soller was moving properly.manufacturer reviewed and faxed the system complications troubleshooting section from the syncchromed ii clinical reference guide and recommended they conduct a catheter contrast study and depending on the results of that study, a radiolabeled indium dye study.